Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/15/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. The dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (B)(6) with diabetes. The system is intended for single patient use and requires a prescription.